Event description:
It was reported that when using bd pyxis¿ medstation¿ es encountered issues with inaccurate time settings, resulting in complications with medication dispensing. The customer confirmed experiencing delays in medication dispensing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to an incorrect configuration setting. A technical support specialist performed a system time re-synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.